Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that their blood glucose had been high and the bolus wizard was functioning incorrectly. The customer had changed the infusion set 2 days prior to the call. Their blood glucose was 147 mg/dl. Two hours prior to the call, the customer's blood glucose was 302 mg/dl. Troubleshooting was preformed on the insulin pump. The drive support cap was recessed. There were major air bubbles in the tubing of the infusion set. Manual priming was performed, and insulin did exit the tubing. The customer stated that air bubbles have been an issue with the sure-t infusion sets. The infusion set was removed from the customer's body, but the cannula was not bent. The customer stated that when their blood glucose was 190 mg/dl, they programmed the same amount of carbohydrates into the bolus wizard, at 2 different times, and they were prompted to deliver 2 different amounts of insulin. Later they were prompted to deliver 22 units, which wasn't right. Nothing further was reported.